Event description:
Deployment of the zenith endovascular graft noted the contralateral iliac leg graft had not achieved a sufficient landing zone in the left common iliac artery. An iliac leg extension was deployed distally, ensuring a proper seal of the vessel in the event of aneurysm change. At the conclusion of the procedure, a successful exclusion of the aneurysm was viewed. No endoleaks were noted.